Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no infusion was delivered from a spectrum iq infusion system pump. The event occurred in the intensive care unit (ICU) while the patient was receiving sedation. The relief registered nurse (rn) noticed that the patient was waking up and moving arms and administered a fentanyl bolus. Upon starting bolus, relief registered nurse noticed that the pump was "infusing" but no drops were noticed on the drip chamber. A charge rn also attempted to administer a bolus and noted the same behavior, with the pump running but no visible flow in the drip chamber. The infusion pump was subsequently replaced, after which medication administration was successful. No additional information is available.